Event description:
(B)(4). It was reported post a stenting treatment procedure the patient expired. (B)(6) 2010, a 90% stenosed and 14mm long de novo target lesion was located in the distal right coronary artery with a timi flow grade of 3. A 3.0x16mm taxus liberte stent was placed then post dilation was performed with a 3.0mm unknown manufacture¿s balloon catheter to 18atm, resulting in 0% residual stenosis. The patient was discharged on plavix and asa. (B)(6) 2011, the patient expired suddenly. The cause of death is unknown.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).